Manufacturer narrative:
On 1-nov-2021, mentor received additional information regarding the patient¿s symptoms and explantation date. Due to bilateral breast pain, MRI was performed on the patient¿s breasts on (B)(6) 2021. The MRI result indicated left-sided rupture. The patient underwent bilateral removal without replacement on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture, breast pain, granuloma. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced left-sided breast pain, granuloma, and rupture postoperatively. The patient had a consultation with a healthcare professional. The patient is planning to undergo removal without replacement in peru. However, at the time of this report, mentor has received no information regarding an expected explantation date.